Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient had intermittent sharp/shocking pain at the implantable neurostimulator (ins) location that lasted a few seconds. The issue started about two weeks prior to this report and happened 1-3 times a day with no observed pattern or trigger. No cause was reported. On (B)(6) 2016, the patient met with their health care provider (hcp) and manufacturer representative to have the ins checked. Impedances were measured to be within normal limits and the patient was receiving therapy with good results. No shocking episodes were reported on (B)(6) 2016. The hcp felt there was involvement of scar tissue and general nerves vs the ins. The plan was to monitor the issue for now. No surgical intervention was taken or planned. The issue was resolved at the time of this report and the patient was alive with no injury. The patient¿s indication for use is movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.